Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The bn ii troubleshooting file provided by the customer did not contain either quality control (qc) data nor the affected patient sample result data. Therefore, siemens was not able to perform troubleshooting and evaluate the erroneous results. Based on the information provided within the complaint, no other erroneous results were obtained neither for the kappa light chains method nor for any other method, and no issue with the assay or system could be identified. These observations suggest a single event for one single patient sample result, which cannot be clarified due to lack of information. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted siemens and reported that an erroneous, falsely low kappa light chains result was obtained on a patient sample using a 1:20 sample dilution on a bn ii system using n antiserum to human ig/l chain type kappa reagent. The erroneous result was reported to the physician(s) and questioned. The sample was then repeated three times on the same system using the same reagent, one time using a 1:20 sample dilution and two times using a 1:100 sample dilution. The results obtained using the 1:100 sample dilution were higher and considered to be correct. The higher result was reported, as the correct result, to the physician(s).